Event description:
It was reported to philips that the exposure was not possible, image disk full. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the patient was moved to another room to complete the procedure. The philips remote service engineer (rse) checked the system and confirmed that x-ray functionality was unavailable due to a ¿disk space low¿ error. Review of the log files shows image disk error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remote and found image disk full and requested onsite support. To resolve the issue, the fse implemented field corrective action. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.